Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital during the device check. Change in capture thresholds and r-wave measurement were noted via merlin.net transmission. Chest x-ray did not reveal lead dislodgement. The lead was capped and replaced. The patient was stable post-procedure.